Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a brush type material protruding from the outlet pipe. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. Three attempts were performed to obtain additional information, but no additional information was available from the customer. There was no physical damage to the foreign material detection point. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instruction manual ¿gif/cf/pcf-290 series, operation manual chapter 3 preparation and inspection¿ describes the methods for detection and ¿gif/cf/pcf-290 series, reprocessing manual chapter 5 reprocessing the endoscope¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.